Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735737, software version #: 1.2.0. A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. Fdm b01, fdr c19, fdc d14 are applicable to the system checkout. A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Fdm b01, fdr c10, and fdc d02 are applicable to the software analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that the site did a spin and got an error message on the navigation system saying it must be manually registered. They checked the imaging system for a nav tag and it was not present. They did a second spin and it was navigated. There was no patient impact. There was less than an hour of surgical delay. On (B)(6) 2022 initial reporter health professional: (rep) no new information.